Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI. Per the reporter, last weekend (believed to be (B)(6) 2019) the patient¿s pump was alarming and the patient went to the ER (emergency room) on saturday (B)(6) 2019 for withdrawal symptoms. The physician went to visit the patient today and checked the pump/logs. The physician stated that the pump started stalling on (B)(6) 2019 and has had intermittently stalled/recovered until today, (B)(6) 2019. Per the reporter, the physician did not program the pump to minimal rate, they kept it at the same dose, they did remove the drug from the pump, and silenced the alarm. It was confirmed there was no MRI/emi or magnets present. The physician would most likely do a pump replacement once the patient leaves the hospital and could schedule it. No further complications were reported or anticipated.